Event description:
Analysis determined: investigation found that the thermistor connector cap became disconnected from the connector base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. Connector housing was not returned, therefore a complete analysis could not be done. Connector housing is stampled with load number for traceability. No lot number was given, therefore a complete device and product incident history could not be done. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.